Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 417 mg/dl. The customer was treated for the high blood glucose with a bolus. Customer states he had issue with battery being low and then mentioned he cannot bolus with the insulin pump. The customer stated that the date and time was off on their insulin pump. The customer realized that the low battery was the cause of their high blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.